Event description:
Customer reported receiving several no delivery alarms. The customer stated the alarm had occurred six times in the past three days. He also stated he was receiving the alarm during basal deliveries. The customer's blood glucose was 110 mg/dl. Customer was advised the alarm may be due to a site, infusion set, or reservoir issue. The customer stated he has not tried all remedies to resolve the alarm. The customer was advised to monitor the insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).